Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the customer went swimming and insulin pump was not working it had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer's dad stated the display was not blank less than 30 seconds and did not return. Customer's dad stated display was blank currently. Customer's dad stated the contacts on the battery cap were not missing or damaged. Customer's dad stated the battery compartment was neither damaged nor corroded. Customer's dad stated the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with the keypad overlay peeling and missing the serial number label.